Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on 07/03/2024 to treat left knee pain. The system was activated on (B)(6) 2024 and it was noted that there was inconsistent communication between the implantable pulse generator (ipg) and the external therapy disc. No intervention was performed at the date of activation and the patient was instructed to allow an additional 2 weeks for surgical swelling to go down and healing to improve. Upon returning to the clinic for a follow up after 2 weeks, the patient reported having sustained a fall from a vehicle. The patient was evaluated by the clinic and some bruising and swelling was noted in the left leg. Patient was again instructed to not have any intervention regarding the nalu system and to allow the leg to heal. After allowing additional healing time the patient continued to experience inconsistent therapy from the nalu system. A surgical revision was performed on (B)(6) 2024 to bring the ipg to a more superficial location and replace the implanted leads.

Manufacturer narrative:
It is suspected, but not confirmed, that the ipg was initially implanted slightly beyond the recommended depth for optimal communication and the patient's healing process and traumas exacerbated the communication issues. The original ipg remains implanted and in use after verifying the depth was corrected. It is unknown how extensively the patient's fall affected the nalu system.